Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was treated with gentamycin injections (60 mg, once a day) and vancomycin injections (1 gram, once in 3 days) (routes not reported) for the event. At the time of this report, the patient had recovered from the peritonitis. No additional information is available.